Manufacturer narrative:
Date sent to the FDA: 04/29/2020. Additional information: h4, h6. Corrected information: d3, g1, g2. Batch manufacturing records of nw3336/ b8143 was reviewed for any process deviation but no deviation was observed. Additional h-3 summary: one photo was provided for analysis. Upon visual inspection of the picture, one a sealed overwrap packet with a winding folder of product code nw3336, lot b8143 could be observed. As no needle or suture were noted; no conclusion could be reach as the sample was not returned for analysis. Five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed.the needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed.sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value & extractable color at release and was found to meet the specification. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. What is the name of the initial procedure? Trauma. What was used to complete the surgery? Ethilon 2-0 for complete the surgery. How many of the total quantity were actually involved in the reported issue? The issue occurred on total 5 foils. Note: events reported in 2210968-2020-02991, 2210968-2020-02992, 2210968-2020-02993, 2210968-2020-02994.

Event description:
It was reported that a patient underwent a trauma procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was breaking. There were no adverse patient consequences reported. No additional information was provided.